Manufacturer narrative:
A complete lead was returned in one piece. X-ray inspection of the lead found the inner coil overtorqued and the stylet exited the inner coil at this location. The stylet perforated the inner insulation in the connector boot. The cause of the reported event was consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure after the atrial lead was positioned, the stylet came out of the connector after multiple insertion and retractions. The lead was not used and another lead was implanted. The patient had no adverse consequences.